Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that his onetouch verio2 meter was prompting error 4 messages. The complaint was classified based on the customer service representative (csr) documentation. The patient was unable to recall when the error 4 messages first started to appear. The patient manages his diabetes with insulin which he self-adjusts. He reported that two or three days prior to contacting lfs, he had been unsuccessful in obtaining a blood glucose result, so he had proceeded to inject insulin without knowing his blood glucose level. He reported that sometime later, he began feeling symptoms of ¿dizziness and sweating¿ which he associated with hypoglycemia. He reported he went to his local pharmacy where a blood glucose result of ¿43 mg/dl¿ was obtained on the pharmacy meter. He indicated that he self-treated his symptoms by eating a chocolate bar. At the time of troubleshooting, the csr established that the patient was not using the product for the first time. The patient described the correct testing and confirmed that his test strips were within expiry date and had been stored correctly. The csr walked the patient through a retest and he successfully obtained a result. A replacement meter was sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms suggestive of a serious injury adverse event, i.e. Dizziness and sweating, after obtaining allegedly inappropriate error 4 messages on the subject meter and injecting insulin.